Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow sensor and sensor harness were replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a flow sensor alarm. Power was reportedly cycled, resolving the alarm condition. There was no report of patient involvement.